Event description:
Customer reported a discrepancy between displayed and actual pump time, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to update the pump time and was advised to monitor for discrepancies in the future.